Manufacturer narrative:
Initial reporter updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended after replacing the mobile view station (mvs) power supply. The system passed the system checkout and was found to be fully functional. Missing device manufacture date.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile viewing station (mvs) would not power on. There was no patient present.